Event description:
Boston scientific received information that during routine follow-up, the pacemaker displayed high out of range (oor) right ventricular (rv) pacing lead impedance (pli) measurements in bipolar configuration. In unipolar, the rv pli was within normal range. The configuration was left in unipolar. This device was near elective replacement indicator (eri) and was planned to be replaced. At this time, the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that this device was explanted and replaced and the competitor rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.